Event description:
The customer reported that during the process of removing the unit from the pt, they were unable to turn the unit's power off. After several attempts, the unit finally turned off, but later it turned back on again by itself.